Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The patient presented with acute myocardial infarction. The 90% stenosed lesion being treated was located in the severely tortuous apical left anterior descending artery. The physician predilated the lesion with a 2.5 x 15mm non-bsc balloon catheter and performed intravascular ultrasound using a non-bsc imaging catheter. Then the physician advanced the 2.50x24mm promus element stent delivery system (sds), however the distal tip was not able to cross the lesion. The physician added an additional guide wire before readvancing the sds, however it was still unable to cross the lesion. The device was successfully removed and it was noted that stent distal edge was flared. A non-bsc balloon catheter was used to dilate the lesion at 12atms and 14atms for 15 seconds. The procedure was completed by implanting a 2.5x20 promus element stent. No patient complications were reported and patient's status is good.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).